Event description:
Subsequent to the previously filed report, additional information noted that the observed stent dislodgement occurred post procedure, during packaging. No additional information was reported.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported failure to advance and difficult to remove could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. It was reported that the stent delivery system (sds) met resistance during advancement and failed to cross, resulting in the reported failure to advance. During removal, it was reported that the sds encountered difficulty entering the guiding catheter. Factors that may contribute to difficulty in removal of the device in guiding catheter include, but are not limited to, inner diameter of catheter, outer diameter of the sds, buildup of procedural contaminants, challenging anatomy, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In addition, analysis of the returned device noted the stent was dislodged, follow up with the account confirmed that the stent dislodgement occurred during the return process. In this case, it is possible that the interaction between the stent and guiding catheter contributed to the reported difficulty to remove however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5: describe event or problem updated. H11: additional mfg narrative updated.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported failure to advance and difficult to remove could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficulty in removal of the device in guiding catheter include, but are not limited to, inner diameter of catheter, outer diameter of the sds, buildup of procedural contaminants, challenging anatomy, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In addition, analysis of the returned device noted the stent was dislodged. In this case, it is possible that the interaction between the stent and guiding catheter contributed to the reported difficulty to remove and subsequent stent dislodgement however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a right coronary artery. The 4.00x23mm xience xpedition drug-eluting stent (des) met resistance during advancement and failed to cross. When attempting to remove the des difficulty was felt with the unspecified guiding catheter as the des could not re-enter the guiding catheter. Therefore, both were withdrawn as one unit. An unspecified stent was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.